Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent identified damage. The stent struts in rows 1-4 on the proximal end of the stent were lifted and pulled in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. Visual and tactile examination of the hypotube shaft found no issues. Visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27may2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated with a non-bsc balloon. A 3.00 x 20mm synergy drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a stent damage.